Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on h12b13013 with no issues noted during the manufacturing process. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and vomiting in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. The cause of the peritonitis was not reported. On (b)64) 2012, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient experienced vomiting. On (B)(6) 2012, the patient was hospitalized for vomiting. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient had not yet recovered from the peritonitis. The outcome for the event of vomiting was not reported. An opinion of causality was not reported for the event of peritonitis.